Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Anecdotal report received from the customer, who suspects that a d10 infusion backed up into a tpn bag. A patient in the ICU had 1000ml of d10 infusing at 75ml/hr, an d2700ml of tpn infusing gat 83.3ml/hr on a second channel. The nurse noted that the tpn bag was getting fuller (the volume was reported to be approximately 3000 ml), and the patient's blood sugar was decreasing. Reportedly the d10 was emptying, and the pump alarmed for "no volume". The patient had a dual prot cvl; the nurse found that one of the ports was clotted, but reportedly no occlusion alarms occurred. The customer stated that the infusion was set-up correctly, however, no details have been provided regarding the configuration or to which port(s) the infusions were connected. The patient required d50. The devices and tubing were not sequestered. No further patient/event information is available.